Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip and electrode are heavily worn from use. Most of the electrodes have worn away. Product was out of the original packaging. No packaging returned. The opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma as expected with its remaining electrodes. No other issues were found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include using the wand above default output settings and pressing the tip against hard or bony surfaces, thus causing the electrodes to become eroded extensively. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up or inspection for an ent procedure, the electrode wire of the procise coblator wand broke and could not be used. A back up device was available to complete the procedure and a surgical delay greater than 30 minutes was reported. No further complications were reported.